Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient underwent a surgical procedure where the scs system was not set to surgery mode. Subsequently, the patient was unable to connect with the generator and the patient controller (pc). The message 'cannot connect to generator, the generator is not responding' showed on the pc display. A company representative met with the patient and was able to resolve the issue with troubleshooting.